Event description:
It was reported, the video system center had an e315 (unsupported scope) error code that was received. There was no patient involvement, no patient harm, or injury reported due to this event.

Manufacturer narrative:
The video system center was not returned. Olympus technical assistance center (tac) spoke to the customer about troubleshooting the device. The troubleshooting suggested bad hardwared on the provation computer. After swapping out one working cv-190 with cables to the provation computer, and there was still no image on the provation side. Troubleshooting suggested that it was a bad video board on the provation side. The customer that that they would contact provation for a replacement video card. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error e315" was caused by a maj-1430, and the event "no image" due to faulty provation or faulty video card in computer. Olympus will continue to monitor field performance for this device.